Event description:
It was reported that the user experienced a dexcom g7 pairing delay on the ilet after a sensor failure and reinserted a new sensor, with the ilet displaying ¿pairing with sensor¿ until pairing completed and the glucose reading then displayed ¿high,¿ after which the ilet resumed insulin delivery. Symptoms included hyperglycemia with a peak of 401 mg/dl. Outcomes included temporary interruption of automated insulin delivery with subsequent restoration of therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that normal g7 pairing latency and subsequent successful connection resolved the issue. It was concluded that the device functioned as designed once the sensor paired and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.